Manufacturer narrative:
Manufacturers ref#(B)(4) blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during the procedure, it was found that the filter failed to deploy upon release. Subsequently, a new filter of the same model was deployed to continue the procedure. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Additional information received 15oct2025: the filter was advanced from femoral approach.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during the procedure, it was found that the filter failed to deploy upon release. Subsequently, a new filter of the same model was deployed to continue the procedure. The filter was advanced from femoral approach. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. A part of the device were returned for evaluation. The device evaluation determined the following: red safety bottom not pressed. After pressing the red safety bottom down it was possible to deploy the filter. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use (IFU) and/or label as the red safety bottom was not activated as described in the IFU. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified. The reported failure is assessed to be due to the red safety button not being activated and therefore the blue button could not be activated, preventing the filter from deploying. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.